Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H6 type of investigation - updated . H6 investigation findings - updated. H6 investigation conclusions - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter was seen to be kinked at 21.5cm from the proximal end of the proximal shaft. The catheter shaft was seen to be damaged(wrinkled) proximal to the fracture. The catheter shaft was fractured 116.8cm from the proximal end of the proximal shaft. The catheter tip was not returned. Functional inspection was not required as defect was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information indicated no anomalies were noted on the device after removal from the packaging or before preparation and continuous rinsing was maintained throughout the procedure. There was tortuosity of the brachiocephalic arterial trunk. Resistance was encountered during the procedure. The access was radial. The distal third of the catheter was fractured and remains in the patient. The catheter was seen to be kinked at 21.5cm from the proximal end of the proximal shaft. The catheter shaft was fractured 116.8cm from the proximal end of the proximal shaft. The catheter shaft was seen to be damaged(wrinkled) proximal to the fracture. Based on information received and analysis of the returned device, the event may have occurred due to procedural factors during the procedure. The damage noted to the device would suggest friction was felt during the procedure. It is probable due to the tortuously of the patient¿s anatomy resistance being felt. If the device was unintentionally advanced or retracted when resistance was felt this could cause the catheter shaft to fracture. As per the dfu: "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device.". The reported events: 'catheter tip broken/fractured during use', 'catheter shaft friction' and 'unretrieved device fragments' as well as the analyzed events: 'catheter shaft kinked/bent', 'catheter shaft damaged' and 'catheter tip broken/fractured during use' will be assigned a probable assignable cause of procedural factors the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a mechanical thrombectomy procedure, the subject catheter's distal end had fractured in the internal carotid artery and was left in the artery. Patient was administered anti-platelet medication. A 45 minute surgical delay was reported.

Event description:
It was reported that during a mechanical thrombectomy procedure, the subject catheter's distal end had fractured in the internal carotid artery and was left in the artery. Patient was administered anti-platelet medication. A 45 minutes surgical delay was reported.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Catalog # search - updated. Product long description - updated. D4 gim search results - updated. D4 lot/serial no. - updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported during a mechanical thrombectomy procedure, an axs calatys 5 catheter ruptured in the internal carotid artery and was therefore dropped into this artery. Additional information indicated no anomalies were noted on the device after removal from the packaging or before preparation and continuous rinsing was maintained throughout the procedure. There was tortuosity of the brachiocephalic arterial trunk. Resistance was encountered during the procedure. The access was radial. The distal third of the catheter was fractured and remains in the patient. Based on the information received it is probable due to the tortuosity of the patient¿s anatomy the catheter shaft fractured when resistance was felt; however, as the device was not returned for analysis this cannot be confirmed. Based upon medical review, the event observed in the complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events: ¿catheter tip broken/fractured during use' and 'unretrieved device fragments¿, ¿catheter friction¿.

Event description:
It was reported that during a mechanical thrombectomy procedure, the subject catheter's distal end had fractured in the internal carotid artery and was left in the artery. Patient was administered anti-platelet medication. A 45 minutes surgical delay was reported.